Event description:
This report concerns an 18 year old female who was prescribed floseal (5000 units) for the arrest of bleeding and who experienced facial edema. Floseal was started/stopped in 2006. Patient was treated with steroids and piriton. The patient recovered.

Manufacturer narrative:
Baxter medical director assessment: gelatin has an extremely low, but known immunogenic risk. The event suggests a possible allergic reaction. For determination of a causal relationship following info is needed: 1. Latency of the reaction in regards to the time of product application. 2. Associated medication (especially other allergenic substances/medication). 3. Known allergenic risk factors ( known allergies, bovine sensitization). Based on the available clinical date a causal relationship cannot be ruled out. Raymond f. Nistor, md biosurgery, june 6, 2006.